Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address osteolysis in the proximal femur, metal debris, and thigh pain. Litigation alleges that the patient suffers from discomfort, inflammation, difficulty ambulating and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis and necrotic tissue. There was no mention of metal debris. The stem is being added for the alleged high metal ions. Ppf alleges loosening of the cup and stem, as well as metal wear and metallosis. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.